Event description:
It was reported that the subject device had weak stream of water in tube during cycle and there was no error codes displayed. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.